Manufacturer narrative:
Patient weight is not available from the facility. (B)(4).

Event description:
It was reported that during a lead extraction procedure to remove an occluded ra pacing lead, the patient experienced a tear to the superior vena cava (svc). Reportedly, the glidelight laser sheath was used to advance down the lead until a tear to the svc/ra junction was identified. The physician reportedly elected to not deploy the bridge rescue balloon. A sternotomy was performed in an attempt to repair the injury, but was ultimately unsuccessful. The patient did not survive this intervention.